Manufacturer narrative:
The mayfield skull clamp (a2000) was returned for evaluation: failure analysis - inspection of the unit confirmed that the lock had slight rotational movement. As a result, the hex bushing was replaced along with general maintenance and cleaning performed. Root cause - the complaint was confirmed via inspection of the unit. The lock had slight rotational movement and the hex bushing was replaced as a result. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 1996).

Event description:
A facility reported that they felt movement on the mayfield 2000 skull clamp (a2000) where the skull pins clamp down on the skull. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.